Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope image switches between 2d and 3d when you touch the folding part of the scope. The issue was observed during an unspecified therapeutic procedure. The procedure was completed and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found that due to damage on the charged coupled device unit, and the electrical contact of the video connector was shaved, the image was not displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the adhesive on the bending section cover rubber had a chip, the video connector had a crack and a scratch, the control unit had a scratch, the grip had a scratch, switch 1 had a scratch, the light guide connector had a scratch, the light guide cover glass had a scratch, and the video connector case had a scratch. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The inspection method for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection 3.7 inspection of the endoscopic system¿. [Inspection of the endoscopic system] confirm that the 3d endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 20 confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 21 move the joystick slowly in each direction until it stops. 22 confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation. Olympus will continue to monitor field performance for this device.